Event description:
Subsequent to the initial MDR, additional information was provided which indicates that the 3.0 x 32 mm stent implanted in the mid right coronary artery (rca) and the overlapping 3.0 x 20 mm stent implanted in the proximal to mid rca are not promus stents or abbott stents. A procedure was performed on (B)(6) 2011 to treat restenosis of the two non-promus/non-abbott stents. Additionally, a promus stent was implanted in the distal rca to treat a new lesion. At the time of the reported event, there were no abbott devices present in the patient anatomy. There was no additional information provided.

Event description:
It was reported that a 3.0 x 32 mm promus stent was implanted in the mid-right coronary artery (rca), and an overlapping 3.0 x 20 mm promus stent was implanted in the proximal to mid-rca on (B)(6) 2008. The patient was discharged the following day. Approximately 44 months later, on (B)(6) 2011, the patient reported chest pain for the last 3 weeks. Angiogram on (B)(6) 2011 resulted in a recommendation for intervention to the distal rca. On (B)(6) 2011, during the procedure to address the distal rca disease, the 3.0 x 32 mm promus stent was found to be restenosed requiring revascularization with promus stent implantation in the mid to proximal rca. On (B)(6) 2012, the patient again experienced chest pain and was hospitalized on (B)(6) 2012. On (B)(6) 2012, angiography showed 99% stenosis in the proximal rca and 50% in-stent restenosis in the mid-rca. The patient underwent revascularization with a xience stent implanted for in-stent restenosis in the proximal rca (non-abbott stent) and balloon angioplasty for in-stent restenosis to the mid-rca. The symptoms resolved and the patient was discharged the following day. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.estimated date (reported as chest pain for the last 3 weeks).there was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the promus instructions for use are known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Follow-up information received revealed that at the time of the reported event, there were no promus devices present in the patient anatomy. Based on the new information, this event would not have been reportable. However, the initial MDR has been filed; therefore this event must remain reportable.